Manufacturer narrative:
The lead was returned due to patient death. As received, a partial connector portion of the lead was returned in one piece for analysis. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies, except for damages which were consistent with procedural damage.

Event description:
Related manufacturer reference number: 2017865-2021-32772, 2017865-2021-35944, and 2017865-2021-35945. During a remote follow-up, the patient expired due to an unknown cause. Upon investigation, inadequate high voltage (hv) output and functional undersensing was observed on the device. Technical support was contacted and determined the device was performing as programmed. There is no allegation the device or leads caused or contributed to the patient death.